Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated . The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the snare device was used to remove the separated guide wire segment, interaction with the distal part of one of the stents resulted in the reported material deformation and the reported device damaged by another device. The treatment appears to be related to the operational context of the procedure as reportedly angioplasty was performed to treat the stent damage; however, the issue did not resolve. Two additional stents were implanted, one at the distal portion of the 3.5 x 12 mm xience prox and one at the proximal portion of the 4.0 x 12 mm xience prox. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached: the successful retrieval of a broken guide wire from the diagonal branch of the left anterior descending coronary artery complicated by partial stent rolling. The bmw guide wire referenced is filed under separate medwatch report number. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported through a research article, identifying an unspecified xience prox stent, that may be related to the following: stent damage caused by another device, requiring additional intervention. The patient underwent a coronary procedure, treating target lesions in the left main and left anterior descending (lad) artery. A 3.0 x 28 mm xience prox stent was implanted in the lad. An unspecified balance middleweight (bmw) guide wire was placed in the first diagonal artery. A 4.0 x 33 mm xience prox stent was then implanted in the left main/proximal lad. During removal of the guide wire in the first diagonal artery, the guide wire fractured and separated. A snare device was used to remove the separated guide wire segment; however, during removal, the distal part of one of the stents rolled up. Angioplasty was performed to treat the stent damage; however, the issue did not resolve. Two additional stents were implanted, one at the distal portion of the 3.5 x12 mm xience prox and one at the proximal portion of the 4.0 x 12 mm xience prox. Final angiography and intravascular ultrasound showed optimal results. Details are listed in the attached article, titled the successful retrieval of a broken guide wire from the diagonal branch of the left anterior descending coronary artery complicated by partial stent rolling. Please see article for additional information.